Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure attempts were made to use two resolute integrity rx drug eluting stents to treat a mild tortuosity, severely calcified lesion exhibiting 90% stenosis in the mid right coronary artery (rca). The devices were inspected with no issues. Negative prep was not performed. The lesion was pre dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was used during delivery. It was reported that the two stents from the same batch became deformed in vivo during positioning. It is reported that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.